Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that even after placing an infusion set, the patient's blood glucose levels rose. According to the reporter, the patient's blood glucose levels were 300 mg/dl. The patient replaced his infusion site and gave himself a correction bolus to remedy high blood glucose levels. No permanent injury was reported.